Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the bleeding/bruising. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that when the patient removed the pod from the infusion site (leg) after wearing it between 36 and 48 hours and the site appeared bruised and it had a bit of blood. The patient went to the doctor where they cleaned the bruise with alcohol and bandaged the area. The patient received a prescription of sulfatrim. The pod has been discarded.